Manufacturer narrative:
The correct analysis results are now attached. Upon receipt, the ICD was interrogated, revealing the battery status eos, 358 charging cycles were recorded to the device memory. The returned data and the memory content of the device were inspected. The ICD activated the eos status on (B)(6) 2019 at 00:09 pm. The inspection further documented a large amount of vf episodes on (B)(6) 2019 between 09:26 am and 00:09 pm, with resulting therapy delivered. At least 70 shocks were delivered by the device within one and a half hour. This fast successive charging led to the battery status eos. The amount of charge taken from the battery was verified. The battery status eos was as expected. The analysis of the available iegms revealed that the vf episodes partially resulted from intrinsic heart signals and partially from noise. In a next step, the eos status was removed with a technical programmer and the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device detected the fibrillation signal as specified and started the charging of a defibrillation shock. However, the charging was aborted due to the depleted battery. In conclusion, the memory content as well as the therapeutic functionality of the ICD were extensively analyzed. The activation of the eos status resulted from fast successive charging of defibrillation shocks. A thorough analysis of the ICD did not reveal any indication of a device malfunction.

Event description:
Ous MDR - the patient was in an electrical storm on (B)(6) 2019. Because of the long distance to the hospital, the ICD was at eos when patient arrived. Program data showed that many max energy shocks led to eos. No mention of intervention was made.